Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, no cracked lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin squirts out of cannula when priming. The customer's blood glucose value was unknown. Customer stated insulin pump had crack on battery side and insulin pump's screen. The insulin pump will be returned for analysis.